Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had an infection at the implant site. It was unknown whether any environmental, external, or patient factors contributed to the issue, or what diagnostics/troubleshooting was performed. It was noted the system was surgically explanted and re-implanted with a new system. It was reported that there were no further complications, the patient was recovering as expected, and that the issue was resolved at the time of the report.